Event description:
It was reported that there was unipolar impedance of 380 ohms, which was higher than the bipolar impedance of 280 ohms. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.